Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of coyote fc balloon catheter with no other devices. There was contrast in the inflation lumen and balloon. Magnified inspection identified multiple pinholes, scratches and circumferential tears in the balloon material at the markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or markerbands that could have contributed to the damage. No proximal weld damage was found. No damage was identified on the tip and shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded (cto) target lesion was located in the mildly tortuous and mildly calcified anterior tibial artery (ata). After a non-bsc guide wire crossed the lesion, a 1.2mmx15mmx142cm fg coyote fc mr (emerge¿) balloon catheter was advanced for dilatation. However, on the third inflation at 15 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.